Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 11 months ago. The recent CT demonstrated that there was disease progression with iliac dilatation resulting in a distal type I endoleak in the left iliac artery. The physician elected to insert coils and implant an iliac limb and the distal type I endoleak was resolved. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Results - endoleak, disease progression with iliac dilatation. Conclusion - disease progression with iliac dilatation.